Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the authentication failed. The technical support specialist (tss) identified log entries showing "invalid username or password" and "invalidcredential" errors. Application server access via secure link is required to continue troubleshooting, but access was not yet enabled. No responses received from the customer. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a user was unable to log in to the machine due to lack of access privileges. The user, a new employee, required immediate medication access and reported no error messages were displayed. There were no delay and adverse events or injuries reported based on this event.